Manufacturer narrative:
An investigation of kangaroo k924 pump was performed for the reported condition of; the unit powers down during recertification. The unit was triaged and the complaint was confirmed. The cause of the issue was the unit¿s battery; the battery was replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo k924 pump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit powers down during recertification. No patient involvement.